Event description:
It was reported that some catheters were not well curved at the end and the user was unable to use the catheters. The customer had pictures of the best ones (usable) and the bad one (unusable). The user stated that this has been going on for a couple of months. Per follow up via email on (B)(6) 2020 the user reported that the more curved ones worked great whereas the straight catheters could not be inserted. The user stated that the catheter was trying to insert to the point of bleeding. Per follow up via phone on (B)(6) 2020 some catheters were not curved enough so the customer was unable to insert it all the way. Per follow up information via email on (B)(6) 2021 the customer was having 35 used catheters available for return and stated that they tried to insert the catheters but the catheters were unable to insert.

Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. 3 orange urethral catheters were returned unopened in the original package. Visual inspection noted no obvious defects. All the 3 catheter coude tip indicators were aligned with the coude tip. All the three coude catheters had some bend which meets the specifications. The device was not used for diagnostic or treatment purposes. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were not curved well at the end. Customer had pictures of the good ones (usable) and the bad one (unusable). Follow up via phone on 01dec2020, some of the catheters were not curved enough so the customer was unable to insert it all the way.